Event description:
It was reported that this brady lead has glue for mdt silicone lead with issue. (B)(6) technical services (ts) discussed ma is moisture cure and will cure over 6¿8-hour period. No set time listed in IFU to wait at point of implant before closing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).